Manufacturer narrative:
Analysis concluded the stim ins (B)(4) had no evidence of anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It is noted the patient code and device code listed above are applicable to the event upon further review.

Event description:
Additional information received from the consumer via the representative reported the patient's right implantable neurostimulator continued to shut off every 2 hours. The representative had done some diagnosis and there was no reason why it would turn off every 2 hours. Four days later, the representative reported the patient had allegations of her legs being weak. It was noted the patient had many medical issues unrelated to the interstim device or therapy. He was unsure if the patient was alleging the device or therapy was causing this. It was also indicated the patient was alleging the device would turn off on its own every 2 hours instead of 3 hours, as previously reported. On (B)(6) 2016 the consumer reported her right side stimulator in her body was not working. It would come on and off every 2-3 hours and she had 2 surgeries in two months on the left side. The patient noted she had waited 2 months to call and talk to somebody and wanted to discuss the left side with someone as it was not reprogrammed. It was indicated the patient had a faulty equipment in her body and have had too many surgeries.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) via a patient who was implanted with two neurostimulators for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that a revision was performed due to pocket discomfort. The healthcare professional (hcp) noticed a power on reset (por) at the revision. The rep advised the patient to meet with the doctor and rep at the office. The rep reprogrammed the device to programs 1-4 and ran an impedance test, which was negative and normal. The patient left the office with both devices on and functioning. That night the patient felt like the implantable neurostimulator (ins) turned off and this was verified by the patient¿s husband with the patient programmer (pp), and they were able to turn therapy back on. The patient experienced a loss or change of therapy. The rep advised the patient to not press any buttons when they were done with the pp and just pull it away from the device first. It was also noted that the patient began having discomfort in the leg side of the groin and went to the emergency room (ER). The patient had a CT scan, and also anteroposterior (ap) and lateral x-rays were taken to look at the electrodes. The CT scan was negative. Stimulation was not turned on during that time because the patient had a revision 3 weeks ago and stimulation left off until yesterday. It was noted that the patient self-catheterized. They might remove the device on the right side, but that had not been decided. It was later reported that the devices were turning off at the same time in different situations, like in the car and hotel. They confirmed the inss were off with the pp. It was noted that the ins was not using cycling. It was also noted that the patient was getting therapeutic effect. 3 days later it was reported that the ins seemed to be turning off 3-4 hours. The patient had kept a diary of when the inss were turning on and off. The rep left a message for the patient to set up an appointment with the doctor so that the rep could interrogate the devices and compare.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va09byu, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Additional information received from the manufacturing representative (rep) reported that the patient had not been back to the doctor's office. She was scheduled to have her left device removed on (B)(6). The rep would be at the case and would return the lead and implantable neurostimulator (ins). The reason the ins was removed was due to the claim at the ins was shutting off every 3 hours. The reason the lead was removed was due to positioning difficulty and discomfort in the groin area even when the device was off. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient had the entire right system removed because the patient claimed both implants were shutting off every 3 hours on their own. After the right system was fully explanted the patient stated the remaining implantable neurostimulator (ins) was shutting off every 2 hours. The patient had been keeping a diary but the caller did not have access to it at the time of the report. The caller indicated that they were not showing the diary info on the physician programmer (php) so was unable to corroborate the ins shutting off. The patient had recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.